Event description:
It was reported that the patient was seen in the left ventricular assist device (lvad) clinic on (B)(6) 2022 for right heart failure (rhf). The patient reported worsening dyspnea and lower extremity (le) edema, along with weight gain despite no changes in diet or medication. The patient also reported swelling in the legs, extending into the abdomen and feeling short of breath (sob) with minimal exertion and occasionally at rest. The patient was treated with inotropes and vasodilators and a right ventricular assist device (rvad) was implanted. It was reported that the patient had a history of moderate right ventricular (rv) dysfunction; however, the rhf worsened following implant. The patient was elevated on the transplant list to status 2 due to nonischemic cardiomyopathy (nicm) and the need for bivad support. The patient received a heart transplant on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(4), would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12nov2020. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.